Event description:
It was reported that during an unknown procedure, when firing the device, only proximal side of staple reload came out and stopped. So he removed and used a new one. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60 device was returned with the handle shrouds separated which caused the internal components to lose their internal position. An ecr60d cartridge reload was present partially fired 1/3 consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. However, it could not be determined what may have caused the found condition of the device. No testing could be performed to evaluate the event reported. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the staple and cut line equal but not complete (partial fire). Only proximal part of cartridge. Staple and cut in very beginning part. Was the cut line complete and some staples were missing (proximal). No.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: was the staple and cut line equal but not complete (partial fire)? Only proximal part of cartridge. Staple and cut in very beginning part. Was the cut line complete and some staples were missing (proximal)? No.